Event description:
Additional information provided that the delay in breathing cycles was discovered after cleaning during a pre use prior to being released for patient use. There was no patient involvement.

Manufacturer narrative:
One pneupac ventilator was returned for analysis. The device was connected to an o2 supply and powered on. The reported issue was confirmed. The device paused for a while before starting to cycle normally for 2 hrs. The issue was due to a demand detector not operating as intended. The technician replaced the demand detector and the oscillator block assemblies. Preventative maintenance was performed.

Event description:
Information was received indicating that a smiths medical pneupac parapac ventilator is observed to cycle one time and then stops for a long period of time. It is reported to not be respirating normally. There were no reported adverse effects.